Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the ok keypad button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: the keypad cover was undamaged and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.